Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a gradual rise in shock impedance measurements on the right ventricular (rv) lead with occasional out-of-range values observed. Technical services (ts) was consulted for further review. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a gradual rise in shock impedance measurements on the right ventricular (rv) lead with occasional out-of-range values observed. Technical services (ts) was consulted for further review. No adverse patient effects were reported. The ICD and rv lead remain in service. Please note the following correction to the event description: this ICD detected a gradual rise in shock impedance. However, to date, no out-of-range values have been observed. Technical services (ts) was consulted and provided trouble shooting recommendations to exclude mechanical issues/lead impairment. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.